Manufacturer narrative:
(B)(6) (B)(4).

Event description:
Procedure: navigated oblique lumbar interbody fusion pre-operative diagnosis: spinal stenosis it was reported that on (B)(6) 2015, intra-op, the tip of the implant broke during the correction. Surgeon impacted farther than he would have liked for positioning and attempted to back cage out to correct final positioning. Additional surgery, anterior lumbar inter body fusion was performed on the 4/5 level as a result to remove the broken cage, insert a new cage and achieve fusion. No patient complications were reported.